Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an additional cardiac contractility modulation (ccm) implanted. As a result, oversensing occurred on the right atrial (ra) channel due to ccm activity, which also led to undersensing of true atrial signals. Technical services (ts) recommended reprogramming options and sensitivity adjustments. No adverse patient effects were reported. This ICD remains in service.